Event description:
A pt reported glucose results of 15.9, 17.7, and 12.4 mmol/l with a lifescan meter, performed within 10 minutes of each other. Blood from the same sample was used on tests one and two; a new finger stick was performed for the third test (12.4). All other procedures for testing were correct. One control solution test was performed and was out of range. No injury was reported.